Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned item found it to exhibit signs of repeated use and has one of both components 42527991001 and 42527991002 disassembled / missing from the device. The components were not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device has a potential field age of 8 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. This complaint can be confirmed based on returned device with missing bearings. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It reported that the instrument is missing one ball bearing. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.